Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous proximal to distal left circumflex. The physician advanced the 15mm x 3.50mm quantum maverick balloon catheter across the lesion to pre-dilate the lesion. The balloon was inflated one time to 10 atms and ruptured. A non-bsc 3.5mm x 15mm balloon inflated to 18 atms was used to complete the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4):it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)